Manufacturer narrative:
The device was received. Investigation is not complete. The report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering dept with a note that stated, "running but nothing is going through." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device passed testing for delivery accuracy. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.